Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The physician will check the lead again at a future follow-up date.

Event description:
New information received notes low impedance and noise. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.